Manufacturer narrative:
The company rep was not able to duplicate the reported failure. He found the "system failure" fault code 65 (iabp shutdown) in the diagnostics and the "electrical test fail code #53" (shuttle transducer offset failure). The company rep replaced the drive manifold (part number 0104-00-0018) and the pressure transducer (part number 0682-00-0076-01). The unit was tested to factory spec. It functioned normally and was returned to the customer. A review of the service history of the device does not indicate any systemic issues.

Event description:
The customer reported that during transport within the hospital, while the unit was in use on a pt, the unit displayed "system failure" with "electrical test failure code #53" alarm. The unit was replaced and therapy was continued. No pt injury was reported.